Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero errors. The customer blood glucose level was 132 mg/dl at the time of the incident. The customer reported problems with the insulin pump being stuck on the reservoir and tubing at the bottom of the screen. The customer states trying to deliver a bolus when the errors were received. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0870 inches. No pump error, pump error or frozen display noted. Multiple boluses were programmed and delivered. All boluses were properly recorded in history and daily totals. Unit received with minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.